Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected ¿ correction

Event description:
The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to 0 voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter notification occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be low transmitter battery that led to a transmitter failure. The reported event of a pair new transmitter notification is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.